Event description:
The dialysis machines that travel have brackets attached from a company who provided the brackets with the understanding by users and biomed that fresenius had approved the use of the brackets. During transport of the device, the wheels came off on 2 separate devices. As part of the hospital's investigations we discovered that the bracket from (B)(6) is not an approved solution by fresenius, and it is considered modifying the original design of the machines due an over force while in transport causing the inserts that keep the bracket and the casters together to come off the machine. Fresenius, the manufacturer of the dialysis machine that is used with the cart, has not approved the cart for use with their devices; although the company initially had a brochure implying approval by fresenius. The cart manufacturer has since clarified this with customers. Our institution wants to bring the issue to FDA voluntarily so that other users of the cart with the dialysis machine would be aware of the safety risk. Our solution was to work with cart manufacturer and our internal model shop to design a modification to the cart temporarily to avoid future risk.